Event description:
During evaluation of a returned minicap extend life pd transfer set, cracks on its light blue mainbody (component of the twist clamp) were identified. There was no patient involvement as this was found during evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: during evaluation of the sample returned for (B)(4), an additional, unreported sample was received. Visual inspection of the additional sample identified cracks on the light blue mainbody. The device passed leak, clear passage, and clamp function testing. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.